Event description:
The customer contacted an abbott cta regarding ausab quantitation panel product correction letter. The customer stated they have been using reagent lots 42105m100 and 46399m100 since 2006 and the assay is used for patient management decisions. The customer inquired how this information should be used and the cta instructed them to follow their laboratory procedures to evaluate results. An investigation is on-going. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.